Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation to complete the case. There was no patient injury.

Manufacturer narrative:
Ge healthcare (gehc) became aware of a gap within a unique service support activity process which permitted closure of events prior to being reviewed by the complaint handling unit. Ge healthcareâ s investigation into the issue identified that a low frequency of service activities would close prior to adhering to ge healthcareâ s complaint evaluation process because it was incorrectly understood that these events would be duplicate events already evaluated and documented in ge healthcareâ s complaint handling system. As part of gehcâ s investigation, this specific record was determined to be a reportable event and is being reported outside of the 30-day reporting timeline. This process non-conformance is being addressed via gehcâs CAPA system to: (1) report any appropriate records/events which have not been reported as a result of this issue. (2) prevent future occurrence. The customer declined ge service. No repair information available. Block a: no patient information provided to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.